Event description:
It was reported that the customer experienced low blood glucose levels for a day. The blood glucose reading reached as low as 35 mg/dl and as high as 305 mg/dl that day. The customer disconnected from the insulin pump and began using a new insulin pump. Unable to troubleshoot due to the customer already having disconnected. He reported that his blood glucose levels had been stabilized with the new insulin pump. The most recent blood glucose reading was 53 mg/dl, which was treated for with food. Advised the customer to monitor the blood glucose levels with the new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.